Event description:
A nurse was unplugging the pump to move it from one IV pole to another IV pole and felt a shock. There was no injury to the pt. The nurse's arm was red and she was treated in the emergency room. Additional info obtained from the risk management stated that while unscrewing back of tube feeding pump, a shock was delivered via the right hand. The nurse was unable to let go of the tube feeding pump for approx five seconds. The feeding pump was plugged into a non-red outlet on wall in room. The nurse did not receive any medical intervention and did not miss any work.

Manufacturer narrative:
(B)(4) - redness to the right forearm. The testing and investigation results indicated the complaint for shock was not confirmed. The pump passed two hipot tests (electrical safety). The ground screw was tight and in the correct position. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.